Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a consumer (patient's wife). This case concerns a (B)(6) male patient who could not ambulate without using crutches, got removed fluid from the left knee, fluid came back as "positive for pseudogout" and he had "an allergic reaction in the left knee after receiving treatment with synvisc. The patient's knee prior to synvisc had arthritis and were stiff and cortisone did not seem to work. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2015 (approximately 2 weeks ago) the patient received treatment with intra-articular synvisc injection at a dose of 2 ml once (batch/lot number and expiration date: not provided) in bilateral knees for osteoarthritis. The same evening, post injection, the patient had severe left knee pain with swelling, redness and fever. It was reported that the patient had an allergic reaction in the left knee only and not had this happen in the other knee too. It was further reported that the patient did contact the doctor and he removed fluid from the left knee and sent this in for testing. The doctor also administered a cortisone shot at that time. On an unknown date, the fluid came back as "positive for pseudogout" and the patient was now taking endomythacin and also an unspecified antibiotic for pseudogout. It was reported that the patient could not ambulate without using crutches and was on tramadol hydrochloride (tramadol) and paracetamol (tylenol) for pain. On an unknown date, after three days, the fever finally subsided and some improvement in swelling was noted but the patient was still having issues ambulating w/o the use of crutches and had rather severe pain. It was reported that the other injections were not given. It was further reported that the osteoarthritis was not severe enough for him to have surgery yet. It was also reported that prior to the injection, the patient did not have the pain that he was experiencing now and that it was much worse now in the left knee. Corrective treatment: not reported for all the events. Outcome: unk for he had "an allergic reaction" in the left knee; not recovered for all other events. Seriousness criteria: important medical event (ime) for the event cannot ambulate without using crutches and required intervention for removed fluid from the left knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a male patient who was unable to walk after receiving synvisc injection for osteoarthritis. Due to the limited information available at this time the causal relation between the event and the product could not be excluded completely. However, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical courses etc. Of the patient precludes a comprehensive assessment in this case.